Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead impedance was out of range in the bipolar configuration. The device was reprogrammed to the unipolar configuration.